Event description:
Device history record was reviewed, no issue has been found. Device history log was reviewed. Multiple "tube missing (air sensor)" alarms and " air volume" alarms are reported. Device received for evaluation. Tested pump multiple settings and found air sensor could not be calibrated. Replaced air sensor. After repair, device was found to meet specification. Regarding defective air sensors, a CAPA was opened in order to investigate the failure.

Event description:
Defective air sensor.